Manufacturer narrative:
Further investigation showed that the customer was not changing out their sodium electrode frequently enough based on their monthly throughput. The customer stated that there have been no further issues since replacing the sodium electrode.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for an unknown number of patient samples. A physician had called the laboratory and noted that the sodium results were falsely low. Specific data was provided for four patient samples. For patient #1 the initial sodium result was 123 mmol/l with a repeat result of 139 mmol/l. For patient #2 the initial sodium result was 127 mmol/l with a repeat result of 143 mmol/l. Patient #2 is a (B)(6) year old female. For patient #3 the initial sodium result was 127 mmol/l with a repeat result of 141 mmol/l. Patient #3 is a (B)(6) year old male. For patient #4 the initial sodium result was 128 mmol/l with a repeat result of 140 mmol/l. Patient #4 is a (B)(6) year old male. The repeat testing was performed on another cobas 8000 cobas ise module (double). The repeat results were deemed to be correct. The customer stated in total 32 patient results were corrected. There were no adverse events. The initial testing was performed on a cobas 8000 cobas ise module (double) with a serial number of (B)(4). The customer stated that at the time of event the sodium electrode was due to be replaced the following day. The customer replaced the sodium electrode. The customer performed calibration, qc, and a precision run all of which were acceptable. The customer did not want service dispatched as he believed the sodium electrode to be at fault.